Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. Customer stated that self test was performed and it did not passed the patient¿s blood glucose level was 137 mg /dl. Customer also reported that they had blood glucose 150 mg/dl and 160 mg/dl also. Customer also got failed battery test alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or battery failed alert noted during testing. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at pin 1, keypad assembly.